Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was unresponsive intermittently. Reportedly, the wake button was stuck when attempting to deliver a quick bolus. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. The customer declined further troubleshooting from tandem technical support regarding the issue.